Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture" and "seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture, baker grade IV, pain and hardening and cephalic displacement of right breast. Pericapsular seroma and areola retraction.

Event description:
Healthcare professional reported right side "contracture grade IV, incapacitating pain, hardening and cephalic displacement, pericapsular seroma and areola retraction. Inflammatory reaction. Device has been explanted.